Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-dec-2022. Our quality engineer inspected the 4 unsealed samples and 3 videos submitted for evaluation. The reported issues of flow issues - fluid blockage was confirmed upon inspection of the samples. Analysis of the samples showed that at least one extension of each of the q-syte samples did not have the proper slit openings across the septum. Bd determined that the cause of the failure was associated to the manufacturing process. During the manufacturing process the disks of the q-sytes have a slit cut into them via a blade. If the blade is dull, broken, or missing in the manufacturing machinery than the slit will not be properly cut into the disk resulting in flow issues and leakage. Production records were reviewed, and this batch was in compliance with our product specification requirements. H3 other text : see h10.

Event description:
It was reported while using bd q-syte¿ microbore tri-extension there was a blockage. This occurred 150 times. There was no report of patient impact. The following information was provided by the initial reporter: during priming of q syte tri extension lumens, user can prime only one lumen and rest two lumens are not able to prime. When user secure bd posiflush and trying to prime they are not able to push the plunger as there is a resistance. Again if they try to connect posiflush we can see rebound of posiflush.

Event description:
It was reported while using bd q-syte¿ microbore tri-extension there was a blockage. This occurred 150 times. There was no report of patient impact. The following information was provided by the initial reporter: during priming of q syte tri extension lumens, user can prime only one lumen and rest two lumens are not able to prime. When user secure bd posiflush and trying to prime they are not able to push the plunger as there is a resistance. Again if they try to connect posiflush we can see rebound of posiflush.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.